Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and analysis of the data indicates that a power on reset occurred (B)(6) 2010 when the device recorded a critical ram parity error power on reset.

Event description:
It was reported that the device experienced a power on reset with a reported voltage output of 6.5 volts and 1.5 ms, voltage was at 2.88 volts. The device was able to be reset and continued with threshold and sensing tests. Save to disk report showed a power on reset on (B)(6) showing 2.9 volts. The device remains in use. No patient complications have been reported as a result of this event.